Manufacturer narrative:
Product analysis: microscopic examination of fracture surface reveals a quasi-brittle fracture surface with river lines and no indication of fatigue or torsion. Visual review do not reveal thread damage on the returned mas head. The threaded portion of the driver sleeve is designed to mitigate instrument misalignment and associated bending stresses. This is consistent with not engaging the threaded portion of the driver sleeve into the mas head. The angulation and morphology of the fracture surface, in addition to the mas head thread damage suggest failure due to bend stress overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion. Intra-op, tip of the driver broke during insertion no patient complications were reported.